Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 23:25:56. During night drain cycle 12, the patient's ultrafiltration reading was 1838ml, indicating the home patient (hp) drained 1158ml more than their maximum programmed fill volume of 1700ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was recieved for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be the user had set the tidal total ultra-filtration (uf) removal too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available, a supplemental report will be submitted.